Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. One day after onset of peritonitis, the patient was treated with voncon 2g intraperitoneally (ip) and netromycin 150mg ip during one exchange. Treatment with netromycin 50mg continued for 4 days. On the fourth day of treatment, voncon 2g was added. The patient was administered voncon 2g ip 3 days after receipt of this report during a scheduled hospital visit. The patient recovered from peritonitis. The cause of the peritonitis was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.